Manufacturer narrative:
Device evaluation - the lens was returned dry in a small vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and foreign material on lens surface (clear residue on lens). Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.50/+1.5/143 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.